Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drops dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, the issue occurred with multiple cartridges. The customer loaded a new cartridge and received a minimum fill notification after filling the cartridge with 200 units of insulin. Reportedly, a new cartridge was filled and loaded successfully to resolve the issue. Customer¿s blood glucose was approximately 120 mg/dl.